Event description:
It was reported " capio suture material was defective during the surgical procedure for patient s. M. S. According to [ the user] , it broke at the end where it fits into the capio slim suture capture device. Therefore, it was necessary to open and use another thread to complete the procedure." Additional infomation on the patient's statusis not avaible at this time.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.